Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a plum 360 infusion pump where it was reported that the unit pushed air into the IV bag during an infusion. When another pump was put in place, the problem did not reoccur. There was patient involvement; however there was no harm reported.